Manufacturer narrative:
Follow-up #1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for a follow-up. The patient reported that the alleged power issue began 1 or 2 days prior to contacting lfs. The csr noted that the patient manages his diabetes with insulin. It is not known if the patient made any changes to his usual diabetes management as a result of the alleged power issue. On an unspecified date/time, after the issue started, the patient reported that he developed symptoms of "feeling high". In response to the symptoms, the patient reported he took an increased dose of humalog and nph insulin. At the time of troubleshooting, the csr noted that the subject meter powered on when a test strip was inserted; however, did not manually power on when the power button was pressed. The patient denied any trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reported developing symptoms suggestive of hyperglycemia after the alleged meter issue began.